Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. Pre-existing conditions, tooth location and time implanted were unknown due to limited information provided by customer. X-ray and picture images were not provided. A device history record (DHR) review and complaint history review could not be performed as the item and lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the dentist attempted to place a healing abutment in the implant and it would not seat. They took an x-ray and they believe the internal threads of the implant may be damaged. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the dentist attempted to place a healing abutment in the implant and it would not seat. They took an x-ray and they believe the internal threads of the implant may be damaged. Requested thread tap to rethread the implant's internal threads and they will reattempt placement this week.